Manufacturer narrative:
Catheter: model # 8731, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. (B)(4).

Event description:
It was reported the patient experienced intermittent therapy. The patient experienced pain, blisters, cysts, bruises and fluid in front of the pump. The patient reports since (B)(6) 2011 he had been experiencing blisters around the pump and also lumps "tiny cysts about big as your fingernail". Patient stated he has had black and blue bruising where the incision was and a very loose pocket of fluid in front of the pump. The patient was referred to rheumatology and dermatology specialist. All the tests results for rheumatology came back negative. The dermatologist looked at it and prescribed some topical antibiotic and it "hasn't helped at all". The patient also reported they felt feeling vibration directly on the pump when their arm was on the pump; the patient feels this once every 2-3 days. The patient indicated the pump was not doing what it was doing in the beginning and the patient started getting additional pain and burning/sharp sensation around pump. The pump felt like it was going to "pop" depending on his body position it was further reported that the patient was seen by the infectious disease doctor who confirmed that there were no issues so the surgeon can take the device out and not spread the blisters on the outside. The patient indicated that they had been referred out to a couple of different neurosurgeons to take the pump out and was awaiting a date from them. The pump delivered morphine.